Manufacturer narrative:
(B)(4). The baxter service technician called the customer and advised them to change the drive mechanism to resolve the reported condition. As such, the device will not be returned to canadian technical services for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report an as50 pumo which does not have an occlusion alarm after switching the psi to medium, but when they changed it back to high shows alarm (B)(4). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.